Event description:
On (B)(6) 2012, pt reported she has experienced hyperglycemia since (B)(6) 2012. Her blood glucose levels and bolus amounts delivered via the infusion device were as follows: 181 mg/dl and 3.4 units at 12:00 pm, 267 mg/dl and 3.8 units at 3:00 pm, 378 mg/dl and 7.1 units at 6:00 pm, 487 mg/dl and 4.7 units at 8:30 pm, 516 mg/dl and 4.0 units at 10:30 pm, and 573 mg/dl and 4.9 units at 11:30 pm, her target blood glucose is 90-120 mg/dl, and she felt nauseated as a result of hyperglycemia. No alert or error messages were displayed on the infusion device. The battery, cartridge, infusion set, and adapter were used per spec. There was not blood or insulin leak in the system. There was a "medium size" air bubble in the cartridge that was primed out. She disconnected the infusion set and delivered a 2 unit bolus, and no insulin dripped from the infusion tube. She changed the infusion set using a new site and then primed and delivered a 1 unit bolus to fill the cannula. One hour later, pt reported her blood glucose had increased to 587 mg/dl. She was assisted with switching to her backup infusion device. Add'l f/u was completed. Pt reported her blood glucose decreased to 97 mg/dl after switching to the backup infusion device. The infusion device and adapter were replaced and requested for eval. The cartridge and infusion set were also requested for eval. She did not require treatment from a health care professional or second party to address the issue.